Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead pacing impedance suddenly dropped to a low out of range measurement lower than 200 ohms and a review was requested. Technical services (ts) discussed that the lead measurements changed abruptly, with impedance including shock impedance and the right ventricular automatic threshold (rvat) test increased reaching a high capture threshold of 5v. The shock impedance was noted to remain within range. The presenting electrogram (egm) showed a low level noise which could be due to an left ventricular assist device (lvad) being implanted back when the change in measurements occurred. The field representative will discuss this with the clinician. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead pacing impedance suddenly dropped to a low out of range measurement lower than 200 ohms and a review was requested. Technical services (ts) discussed that the lead measurements changed abruptly, with impedance including shock impedance and the right ventricular automatic threshold (rvat) test increased reaching a high capture threshold of 5v. The shock impedance was noted to remain within range. The presenting electrogram (egm) showed a low level noise which could be due to an left ventricular assist device (lvad) being implanted back when the change in measurements occurred. The field representative will discuss this with the clinician. This ICD system remains in service. No adverse patient effects were reported. Additional information was received, the patient with this ICD received two inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted and provided a review indicating that a shock was delivered for ventricular fibrillation (vf), however, noisy signals were present afterwards and the device delivered to additional shocks due to oversensing. Ts discussed possible insulation issues and recommended lead replacement. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this device was programmed off by the physician. This ICD remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead pacing impedance suddenly dropped to a low out of range measurement lower than 200 ohms and a review was requested. Technical services (ts) discussed that the lead measurements changed abruptly, with impedance including shock impedance and the right ventricular automatic threshold (rvat) test increased reaching a high capture threshold of 5v. The shock impedance was noted to remain withing range. The presenting electrogram (egm) showed a low level noise which could be due to an left ventricular assist device (lvad) being implanted back when the change in measurements occurred. The field representative will discuss this with the clinician. This ICD system remains in service. No adverse patient effects were reported. Additional information was received, the patient with this ICD received two inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted and provided a review indicating that a shock was delivered for ventricular fibrillation (vf), however, noisy signals were present afterwards and the device delivered to additional shocks due to oversensing. Ts discussed possible insulation issues and recommended lead replacement. This ICD system remains in service. No additional adverse patient effects were reported.